Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed due to a possible interventional procedure to extract the component. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effect analysis (fmea). A corrective action was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure.

Event description:
The user facility reported that once the case was completed, an angiogram of the right femoral artery (rfa) was complete, and the doctor requested an angio-seal. The expiration date on the angio-seal was confirmed and the angio-seal was opened in sterile fashion and was prepped by the scrub tech. Nothing unusual was noted at that time. The arteriotomy locator was inserted into the insertion sheath, the 0.035 guidewire was inserted into the 6 fr. Access sheath and the sheath was removed. The insertion sheath was advanced over the 0.035 guidewire into the right femoral artery (rfa) without incident. The doctor visualized return blood flow and advanced sheath according to manufacturer's guidelines. The arteriotomy locator and the guidewire were removed, and the bypass tube was inserted into the hemostatic valve. It was at this point the insertion sheath broke at the distal portion of the hemostatic valve, completely separating the insertion sheath from the hemostatic valve and leaving the insertion sheath in the patient's skin. The doctor attempted to remove the retained item with hemostats, however, was unsuccessful. The patient remained stable and was taken to the intensive care unit (ICU). The estimated blood loss was less than 250cc. Additional information was received on 01oct2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, the stick was good. There were no issues with insertion of the device. There were no concomitant devices used with the angio-seal. The patient was transferred to another facility, and the broken piece was removed. The patient was stable and unharmed upon transfer.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: system director of supply chain. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.